Event description:
The manufacturer received information stating the trilogy 200 ventilator did not meet acceptance criteria of evaluation process for the following conditions: cosmetic-entire plate missing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant event (s) in the error log. The device was sent to the technician for additional evaluation and was returned to the tech division from testing with an active exhalation control module (aecm) failure. The customer does not want any repairs done to the unit and will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation. The device did not pass testing.